Manufacturer narrative:
This report is for an unknown vertebral implant. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an anterior cervical discectomy and fusion (acdf) procedure at c5 to c6 on (B)(6) 2014. Surgeon reports during the initial acdf procedure, the superior end plate at c6 was removed, resulting in the cervios cage (vertebral implant) to subside into the c6 vertebral body and causing the vectra plate and screws to slip. Patient was returned to surgery on (B)(6) 2017 for a partial c5 to c6 corpectomy. Surgery was completed successfully with no delay. This report is for one (1) unknown vertebral implant. This is report 2 of 3 for (B)(4).